Event description:
It was reported the multifocal intraocular lens (iol) was removed and replaced due to the patient's complaint of halos and glare. No patient injury or complications occurred during the replacement surgery.

Manufacturer narrative:
The returned intraocular lens is currently being analyzed at the manufacturing site. The iol met all manufacturing specifications prior to release. Halos are a known and labeled possible side effect of all multifocal lens implants.

Manufacturer narrative:
Batch records were reviewed and showed no deviations. Visual inspection of the optic parts took place and no optical deviations could be found. A review of the complaint database revealed that no other complaints from this lot number were received. While we were unable to determine the cause of this event, our investigation reasonably suggests, it is not manufacturing related. Halos and/or glare are a known and labeled possible side effect of multifocal lens implant.